Manufacturer narrative:
Product analysis: the hawkone was returned connected to a cutter driver. No ancillary devices were included. The hawkone was inspected. The cutter was located within the coiled housing, advanced outside of the cutter window. It was observed the tecothane of the distal assembly showed a hole/tear which aligned with the direction of the laser drilled coils. The location of the hole was observed on the top surface of the coiled housing (opposite the gw tubing). No other damages to the hawkone was identified. It should be noted the location of the hole was with the packing stroke of the hawkone (2.2cm from the cutter window). If information is provided in the future, a supplemental report will be issued.

Event description:
A hawkone device was used during a procedure to treat a plaque lesion in the mid superficial femoral artery (sfa), which exhibited little tortuosity, little calcification and 80% stenosis. A 6fr non-medtronic sheath was used with a 0.014 guidewire. No embolic protection was used. The vessel was post-dilated but not pre-dilated. IFU was followed throughout. No resistance was felt during use or during advancement of the device. It is reported that the tip of the hawkone was damaged- the mec material portion of the packing mechanism became compromised and the physician did not feel comfortable reintroducing the device in to the body. The damage was noted during the procedure. The tip did not separate at the hinge pin and the flush port on the catheter handle was not damaged. The device was safely removed from the patient. The cutter blade was not exposed and it was within the device. The procedure was completed using another hawkone device. No patient injury reported.